Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the possible cause that high-energy instruments (high-frequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had plastic distal end cover (c-cover) has a burn. There was no patient involvement.